Manufacturer narrative:
Stryker evaluated the customer's device and was unable to confirm the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device did not provide a shock as expected during patient use. This issue is patient related; however there was no adverse event reported.